Manufacturer narrative:
Evaluation narrative - one curved ultra fast-fix assembly was returned for evaluation. Device was returned with the depth limiter and split cannula on the insertion needle. Split cannula and depth limiter were removed from the needle. No ts or suture remain on the needle. No ts or suture were returned for examination. The dimple has been pushed down indicating that t2 was advance over the dimple to the pre-deployment position. Dimensional assessment of the needles crimp, dimple and railgap attributes were inspected and found to meet print specification. No root cause related to the manufacture of the device can be established. No further investigation is required at this time. Device returned for evaluation. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the surgeon used ultra fastfix curved delivery needle for meniscus repair. He reported the first deployment of t1 implant wasn't smooth and not successful. It was alleged that t-1 was stuck in the meniscus and the surgeon could not proceed with the use of this device. A back-up device was used to complete the procedure. There is no report of patient injury associated with this alleged event but the t-1 anchor may still be left in the meniscus unsupported.